Event description:
The pt received scs sys on (B)(6) 2009. The pt turned her scs sys off with the pt programmer on (B)(6) 2011 and received no stimulation on (B)(6) 2011 when she attempted to turn the sys back on. The pt programmer locates the ipg and the pt can turn the amplitude up all the way on all of her programs; however, the pt is feeling no stimulation. The ipg is fully charged and there are no error codes showing. The pt had a chiropractic visit on (B)(6) 2011 with a reported rib adjustment. The pt turned the scs sys off prior to the appointment. On (B)(6) 2011, the scs sys was reprogrammed. The pt reported feeling adequate stimulation for (B)(6), then stimulation was intermittent. The pt is scheduled for future fluoroscopy and eval.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.